Event description:
The customer reported that when attempting to perform the daily check on their device, the device locked up. During this lock up, no functions were available. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to service for use. The cause of the reported failure could not be determined. The device has not been returned to physio-control for evaluation.